Event description:
Pt went to restroom and was found without a pulse. CPR started immediately and pt taken to local ed. Admitted previously in 2002 when they had problems. Was med flighted to a facility for care. Pt suffered an anoxic brain injury likely to fifty minute code. Family members withdrew support. Pt expired.